Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon investigation, the right ventricular lead exhibited high capture threshold, high sensing threshold, and low impedance. After chest x-ray testing, the results revealed no significant dislodgement, but the doctor stated there was micro-dislodgement. No intervention was performed and the lead remained implanted. The patient was stable before, during, and after the follow-up, and no adverse event was reported.

Manufacturer narrative:
High sensing threshold should not have been included as part of the complaint.